Event description:
It was reported that when used ultra fast-fix, after successfully stripped off t1, the surgeon prepared to strip off t2, but t2 fell off spontaneously. No patient injury was reported.

Manufacturer narrative:
One curved ultra fast-fix assembly was returned for evaluation. Visual assessment showed the depth limiter has been trimmed to the surgeons desired length. The trigger has been fully advanced and locked within the handle indicating a complete deployment. No suture or ts remain on the insertion needle but were returned for evaluation. Examination of the construct showed t1 has been cut free from the suture and was not returned. T2 shows no abnormalities. This investigation could not identify any evidence of product contribution to the reported complaint.